Event description:
The screw broke after retightening. This is 1 of 1 report for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Additional product code(s) for this report include, mnh, mni, kwq, kwp. It is presumed that possible soft parts below the black sleeve pressed on the instrument. Therefore, care must be taken to ensure that the sleeve is firmly tightened and the ratchet is in a neutral position. Due to insufficient tightening the thread of the screw can tear out and thus the head can rip off through the strengths applied. The device history records were researched; the manufacturing documents were reviewed and no complaint related issues were found.